Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the printed circuit boards and the connectors and adjusted the 5vdc voltage circuit at the signal interface printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would only intermittently boot up. No patient injury was reported.